Event description:
During a site visit, the carefusion sales rep witnessed two sequential channel disconnect events on the same pcu-pump module system. The patient was being transported from the operating room to the unit and milrinone was infusing when the channel disconnect events occurred. The infusion was restarted each time and the devices were replaced after the patient arrived in the unit. The sales rep examined the iui connectors on the pcu - pump module and reported the presence of corrosion on the male iui connector on the pc unit. No patient harm or medical intervention reported. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. Carefusion technical customer advocacy team was sent to facility to assist with replacement of iui connectors.